Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was not confirmed as not all components were returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using two prostyle after a right superficial femoral artery atherectomy and stenting procedure with a 6f sheath. Reportedly, there was no initial bleed back from the marker lumen. The device was pushed a bit deeper until bleed back was seen. Deployment failed as if a cuff miss [suture retrieval issue] was noticed. Another prostyle device was deployed successfully; however, bleeding continued. A 10f sheath was inserted as there was significant bleeding. A dissection was noted; the cause is unknown. Manual compression achieved hemostasis. Post-closure, a reduction in distal pulses was observed. The leg was cold. The access area was found to be closed. The dissection was found to be a flow-limiting dissection. A stent was implanted via radial access to restore flow. There was no adverse patient sequela; however, there was a reported clinically significant delay in the procedure. No additional information was provided.